Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence. The customer loaded several new cartridges to resolve the issue however the cartridge alarms kept recurring.the customer reverted to manual injections for insulin therapy. Cts will replace the pump.